Event description:
The customer stated that there was moisture inside the insulin pump. The customer also stated that the buttons were not responding and there was a continuous tone. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. Unable to verify the unexpected audio tone due to the blank display.